Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. It was confirmed that the strain relief was pulled out from the handle. It is likely the handle of the self expanding stent system was inadvertently mishandled during removal from the packaging. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported issue was likely due to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an absolute pro self-expanding stent system (sess) was advanced to the right external iliac artery without resistance. During advancement, the proximal catheter, attached to the device handle, separated. The sess, containing the undeployed stent was removed from the anatomy without issue. A non-abbott device was used in replacement. There were no reported adverse patient effects and no clinically significant delay. There was no additional information provided regarding this issue.